Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2015; dtba1d1 ICD ,implanted: (B)(6) 2014; 5867-3m adaptor, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular lead had a high impedance spike and was suspected to have a possible fracture. The device was noted to have early battery depletion. The right atrial and left ventricular leads had high thresholds. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.